Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check by the customer, the cardiosave intra-aortic balloon pump (iabp) had a frozen screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found unknown source of white substance dried on the screen. To fix the issue, the fse did touch screen calibration and touch screen test passed. Fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.